Manufacturer narrative:
On (B)(4) 2013, a bayer r & I service engineer performed a system service check of the two separate mkv+ injectors located at this facility. The site was unable to confirm which injector was used during the alleged air injection. Both injectors were found to be operating within specification. The disposables used during the reported incident were discarded by the site and unavailable for eval. The site was unable to provide the lot numbers of the disposables used during the reported incident. The site accepted additional applications training that will be performed at a later date to be determined. Both mkv+ injectors have been in use since the reported incident.

Event description:
The site reported the following to a bayer r & I representative on (B)(6) 2013: an alleged air injection occurred on a pt while connected to a mkv+ injector on (B)(6) 2013. The staff visualized air in the tubing and fluoroscopy revealed air bubbles in the left ventricular chamber. The pt became restless, diaphoretic and confused with complaints or chest pain. The pt was admitted to an inpatient floor for monitoring and was discharged the following day in stable condition.